Manufacturer narrative:
(B)(4). The kit has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a broken ampule was found inside the kit.